Manufacturer narrative:
Evaluation cannot be performed. There is no evidence that the device failed to meet specifications.

Event description:
The pt had pain and swelling in right knee. The knee was drained and no signs of infection were found. Upon revision the patella was found to be worn, and there was a white spot on lateral fisset.